Event description:
It was reported that during a da vinci adrenalectomy procedure, a fenestrated bipolar forceps instrument's endowrist didn't work. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .202 - .214 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. Additionally, the bottom bipolar pin was bent out of alignment, make it difficult to inset the bipolar cord plug properly. Failure analysis concluded the bent pin was likely due to mishandling / misuse. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .011 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.